Manufacturer narrative:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the device did not meet longevity expectations. The atrial chamber was sensing at 99% and review of the sensed rates noted high prolonged atrial rates. Chronic high atrial rates reduce longevity in devices that are programmed ddd(r) and atrial sensing is programmed on. Device power consumption increases, proportional to the additional processing for sensed atrial events. The longevity calculator does not account for this increased power which resulted in the reduced longevity identified during testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted for normal battery depletion and was returned for testing. No adverse patient effects were reported.